Manufacturer narrative:
Philips engineering evaluated the returned x8-2t transducer based on the customer complaint. It was discovered that the proximal adapter was no longer bonded to the insertion tube and allowed for rotation of the bending neck about its centerline axis. This rotation can stress the bond between sheath and bead. This transducer has undergone third-party repair that involved the area of the failure. The customer's complaint was addressed by replacing the transducer. After replacing the x8-2t, all transducer and system functional tests passed, and no additional repair or analysis action was required.

Event description:
It was reported that the damaged x8-2t probe had failed the electrical safety test. This transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.